Manufacturer narrative:
Refiling due to original report not being sucessfully uploaded to data base

Event description:
Dental assistant pushed the plunger of the porcelain etch and it appered to be clogged. She then pushed harder. No porcelain etch came out the syringe. When she went to remove the tip, the pressure she had created let of couple of drops of the product come out of the syringe and landed in her eye. She claims to have had safety glasses on. She immediately flushed her eye with water and sought medical attention at the local hospital. At the hospital , they put saline in her eye followed by an antiboitic. She was given some ointment which she believes to be more antibiotic. Her vision was slightly blurred. She said that her eye was tearing alot. She went to the hospital 5 days later for a check up and her vision was fine. She still had some soreness when she moves her eye. The hospital told her that was normal. They expected it to go away, we suggested that she get wrap around safety glass and not to apply excessive pressure on a plunger if a tip appears to be clogged. A follow up phone call confirmed that she was fine and had no further problems.